Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. The cause of the stimulation being felt in the patient's feet was unknown. Patient states that it had gone away. The issue was resolved on it's own but the patient has an upcoming appointment. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had a fall and the healthcare provider wanted to make sure the leads were not damaged or moved. Patient stated they fell 3 times that week. Agent walked patient through how to connect the handset and communicator to t he implant. Patient was unable to connect to implant. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have an appointment with healthcare provider on (B)(6). Additional information was received from the health care professional (hcp). The hcp stated that the device/therapy or procedure did not cause or contributed to the fall of the patient. The hcp confirmed that the cause of unable to connect to the implant was not determined. It was unknown about the most likely cause of the event. The hcp confirmed that the issue was resolved by itself. The hcp confirmed that the fall effect on the implant was determined and there was no effect to the patient. The patient had an xray but due to the disease process the patient will continue to have falls. The hcp confirmed that the issue was resolved. Additional information was received from patient on 2024-dec-02. It was reported that they didn't think the therapy was working. Patient said they had not experienced improvement in symptoms and in fact it was probably a little worse. Patient mentioned they fell a few times after the implant and the healthcare provider said those falls are probably the reason why their therapy was not working. Patient said they feel like the implant was in a real deep bruise. Patient also mentioned that they had a call from their medtronic representative but they were not able to connect to the implant. Patient stated that when they saw their hcp last, they were able to connect to the therapy and increased the stimulation. Patient said they could feel the stimulation in their feet but not in their bike seat area. The patient was redirected to their healthcare provider to further address the issue.